Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient noticed fluid leaking through the cycler door while they were performing treatment. After the fluid leak was observed, an air detected in cassette alarm occurred. The patient discontinued the treatment. When the patient opened the cycler door to remove the cassette, additional fluid leaked out. Fluid was present within the cassette compartment, but it was unclear where the leak was coming from exactly. Upon follow-up, the pd patient reported that there was no obvious, visible damage on the cassette. The patient stated the cassette looked intact. The patient re-setup with new supplies and completed their treatment on the cycler. The patient was advised to discontinue using the cycler and a replacement cycler was issued to the patient. However, there were no further issues with the cycler after the cassette was replaced. This led the patient to believe that the cassette was faulty. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without any further issues. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient noticed fluid leaking through the cycler door while they were performing treatment. After the fluid leak was observed, an air detected in cassette alarm occurred. The patient discontinued the treatment. When the patient opened the cycler door to remove the cassette, additional fluid leaked out. Fluid was present within the cassette compartment, but it was unclear where the leak was coming from exactly. Upon follow-up, the pd patient reported that there was no obvious, visible damage on the cassette. The patient stated the cassette looked intact. The patient re-setup with new supplies and completed their treatment on the cycler. The patient was advised to discontinue using the cycler and a replacement cycler was issued to the patient. However, there were no further issues with the cycler after the cassette was replaced. This led the patient to believe that the cassette was faulty. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without any further issues. The cycler set was not available to be returned for evaluation as the device was reportedly discarded.